Manufacturer narrative:
This report is being sent as a retraction to the initial report. Due to the information provided that the gore® excluder® aaa endoprosthesis contralateral leg component was not explanted and it was the right external iliac-common femoral artery replacement with a vascular graft, and not related with the use of the plc181400j device. As this device was not related with the serious injury, it is not reportable.

Event description:
This report is being sent as a retraction to the initial report. Due to the information provided that the gore® excluder® aaa endoprosthesis contralateral leg component was not explanted and it was the right external iliac-common femoral artery replacement with a vascular graft, and not related with the use of the plc181400j device. As this device was not related with the serious injury, it is not reportable.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to claudication (e.g., buttock, lower limb), vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, rupture) and surgical conversion. Please note that medwatch# 3007284313-2019-00101 was emailed to FDA on april 8, 2019 to cover the gore® dryseal flex introducer sheath.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath for abdominal aortic aneurysm. The sheath was inserted through the patient¿s right femoral artery. All endoprosthesis were deployed successfully. After the physician removed the sheath, during the surgical incision closure, an access site rupture (localized dissection) was observed. The internal femoral artery pulsation was weakened, and an angiography identified that the blood flow of the right external iliac artery was poor. Thrombectomy of the proximal side was performed using a fogarty catheter, and the intima of about 1cm was obtained, and the improvement in the blood flow was recognized. It was judged that this intima contributed to the blood flow failure, and the closed wound was carried out. The patient tolerated the procedure. Postoperative examination showed a slight decrease in abi of 0.9, but the patient showed no symptoms. The physician elected to monitor it. Two days after, the right intermittent claudication appeared. The patient came to the hospital on (B)(6). Abi decreased to 0.58, and examination revealed impaired blood flow associated with the development of the dissection. On (B)(6) 2019, the ballooning was performed, but symptoms relapsed on the same night. On (B)(6) 2019, the patient underwent an open surgery to replace the gore® excluder® aaa endoprosthesis contralateral leg component on the right side and improved blood flow was noted. The patient tolerated the procedure.